Event description:
It was reported that the end of the shaft of the maryland bipolar forceps instrument had cracked. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the end of the shaft not to be cracked. This instrument has the metal proximal clevis and thicker main tube interface wall. Engineering also observed the distal end of the main tube to have various scratch marks concentrated in a 2" long section on one side of the tube. The scratches are not aligned with the tube axis and may be caused by inadvertent contact with other instruments. A few of the scratches are deep enough to remove a minimal amount of material from the main tube. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.